Manufacturer narrative:
(B)(4). Device p-cap or reservoir locked properly in place. Unit received with scratched case and pillowing keypad overlay. After battery installation unit gave an unexpected partial display with horizontal lines on display due to a crack at the lcd controller. Device passed displacement test and self test. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a line of green pixels horizontally across display. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.